Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although no samples or photos were available for evaluation, bd has initiated further investigation relating to label lift through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes labels lifted off. This occurred on 5 occasions before use. The following information was provided by the initial reporter: material no. 367986, batch no. 9081745. It was reported that the labels are peeling up. Yellow and green vacutainers labels are peeling up. Numerous vials where either the labels are peeling up or the machine did not press them down.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes labels lifted off. This occurred on 5 occasions before use. The following information was provided by the initial reporter: material no. 367986, batch no. 9081745. It was reported that the labels are peeling up. Yellow and green vacutainers labels are peeling up. Numerous vails where either the labels are peeling up or the machine did not press them down.